Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that customer was hospitalized for hyperglycemia. It was stated that the cannula was bent when being admitted. No further details provided at time of call.